Event description:
End user was using the unit and when she sat on the seat it had cracked and pinching her bottom.

Manufacturer narrative:
(B)(4) 2015. This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration. Should additional information become available, a supplemental record will be filed.